Event description:
The international customer reported the ventilator alarmed at startup due to a vent inop air valve liftoff failure. The device was not in use therefore there was no patient involvement or harm. The manufacturers service provider reported review of the device diagnostic history confirmed the reported problem. Upon inspection, the service technician reported a fault with the blower and blower motor controller pcb board. The customer refused manufacturers repair and reported they will perform the service with replacement of the parts.